Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint product is not returning for investigation. The customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown event date between (B)(6) 2020 and (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, the patient underwent a surgery for femoral trochanteric fractures by using the trochanteric femoral nail antirotation (tfna) implants. Post-operatively it was noted, the blade was in a position where it penetrated the bone head, however the blade had migrated. The blade over-slid in the marrow and as a result it exceeded the tolerance of the implant (blade: 75 mm / maximum slide length: 17.4mm). The patient subsequently fell after the initial surgery and felt pain. It was confirmed after the examination that cut-out of the construct had occurred and non union of the bone was present. On (B)(6) 2020, revision surgery was performed to replace the tfna implants with tha (total hip arthroplasty). The revision procedure was completed successfully with no noted surgical delay. This is report 2 of 3 for (B)(4).